Event description:
As reported by the sales rep per the user facility: incident occurred approx one year ago: during removal of catheter, catheter fracture. It is not known if there was any resistance felt during removal. Additional info was not provided after several attempts were made to contact the anesthesiologist. No further info is available at this time.

Manufacturer narrative:
The actual device in the reported incident was returned to the MFR to be evaluated. For comparison testing, the returned fractured sample was placed next to an unused catheter from inventory. Upon visual inspection, it was observed that the used catheter began stretching at the tip and extended past the 200mm mark on the catheter, where the catheter actually fractured. This is evident by the elongation and attenuation of the catheter. Based on the sample eval, this incident was due to the catheter becoming lodged between two rigid body structures and stretched beyond its intended design capabilities.